Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been sick and their blood glucose level went up to 592 mg/dl. They corrected their high blood glucose with the insulin pump. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.